Manufacturer narrative:
Follow-up # 1 date of submission 08/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 064-0008 call service alarm. During testing, the pump emitted a replace battery alarm; however no other alarms were duplicated. The pump could not be exercised for 24 hours or primed due to the alarm. The pump case was removed and corrosion due to moisture was found on the motor circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.